Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing across the lung tissue during a thoracoscopy procedure, a powered stapler was initially used and when the side button was pushed, it would not go into firing mode and the screen went blank. Two manual staplers and a tan reload were used since they could not get the powered stapler to work initially. It was stated that they heard a crack on the manual staplers during firing indicates that one of the togs had broken. It was also stated that the jaws of the device locked on tissue and were able to get it unlocked by pushing the knifebalde backward. A third stapler with a purple reload was opened to complete to the case.